Event description:
Caller reported a malfunction in pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support took action by sending a replacement pump and instructed caller to return problematic pump using provided return box and pre-paid label. Caller will continue using current pump and consult hcp for backup insulin delivery method.